Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients' whole system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124415

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.